Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient reported irritation under the rear therapy electrode (te) pads. The patient consulted his physician who provided him an ointment. Follow-up indicated that the irritation was healing.